Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the preadmit status was not updated to admit, and the patient was not appearing in the system. A technical support specialist (tss) identified that patient records had incorrect statuses on the enterprise server due to failed message processing and advised that the messages be resent to update the patient status. The tss confirmed that the customer resent the admission, discharge, and transfer interface messages for the affected units, after which the patient records were correctly updated to admitted status in the system, resolving the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server patient at pag peri-op was admitted; however, the admission was not displayed on the device, and the orders were not crossing to the account. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.